Event description:
It was reported that the patient complained about pain over the implant and was not able to use the processor anymore, because the slightest touch caused a sore feeling. The parents of the patient decided to have the patient explanted and surgery took place on (B)(6) 2012. Telemetry measurements performed in situ showed the device was working according to specification.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.